Manufacturer narrative:
Additional information: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve in a previously implanted 26 millimeter (mm) non-medtronic surgical aortic valve, a pre-implant balloon aortic valvuloplasty was performed for the valve-in-valve procedure. During the attempted implant of the transcatheter valve, the valve would not stay in place. Therefore, the system was withdrawn from the patient and a non-medtronic transcatheter aortic valve was implanted. Per the physician, aortic insufficiency of unspecified severity contributed to the event. No patient complications were reported as a result of this event. Additional information was received that the deployment starting point was just below the sewing ring of the surgical aortic valve (savr). The valve was never fully deployed due to multiple dislodgements in the aortic direction. The valve dislodged once it reached a depth of 3 mm on both the non-coronary cusp and left coronary cusp. Following the dislodgement, the valve depth was unknown as it was located in the aorta. The valve was recaptured and withdrawn from the patient. Per the physician, the savr contributed to the dislodgement. It is unknown when the central aortic insufficiency (ai) was first observed. The ai severity is unknown. The new non-medtronic valve was placed to address the ai. Additional information was received indicating that a medtronic guidewire was used. A total a three recaptures were performed.